Event description:
Customer reported they felt the vaporizer had no output. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested , and the output was found to be high to manufacturer's specifications. The investigation has concluded that the cause of the reported complaint was due to scratching and/or fatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing , refurbishing and service processes in may 1997. It should also be noted that, according to datex ohmeda records, this unit has not been serviced within the recommended two-year service interval as stated in the tec 6 operation and maintenance manual.